Event description:
A us distributor contacted zoll to report that a pt passed away in a rehab facility while wearing the lifevest. The pt was reportedly unconscious. Review of the event indicates that the pt received one inappropriate shock during asystole. CPR artifact contributed to the false detection. There is no info to suggest the lifevest caused or contributed to the pt's death.

Manufacturer narrative:
Device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon eval, the monitor and electrode belt were fully functional and able to detect and treat. Electrode belt manufacture date: 09/2010.